Event description:
It was reported by provider that the crossbrace is broke at the weld where it connects to seat at the top of the prox4s wheel chair. Unit is in a residential home, no property damage or injury alleged. No further information provided.